Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device interrogation, it was found that this patient's device recorded a code 1005, indicating an open circuit condition was detected during shock delivery. The patient with this right ventricular (rv) defibrillation lead had received anti-tachycardia pacing (atp) and shocks for a ventricular tachycardia (vt) arrhythmia, and during the final shock delivery, the device recorded the code 1005. There had been no out of range shock impedance measurements at that time; however, it was later reported that the shock impedance measurements were greater than 125 ohms. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.